Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer leaned over which bent the male end of the charging cable. The usb cable had to be wiggled for the pump to be charged. There was no adverse impact to customer¿s blood glucose.